Event description:
Patient needed to return for revision surgery because anchor pulled out. Surgeon passed two mattress stitches using the expressew ii. Pulled all 4 stitches out posterior cannula and loaded into a versalok anchor. Anchor fully deployed, pulled back on sutures and anchor was secure. Patient returned for post-op visit and after taking an x-ray dr knew anchor had pulled out and was floating in subacromial space. Patient felt little pain because still in sling but dr had to schedule revision surgery because he knew anchor pulled out. During revision surgery we observed anchor was fully deployed, sutures locked in anchor, sutures still securely in cuff, and anchor had completely backed itself out. Cut the sutures in the versalok, pulled out the anchor and used other company anchor. Complaint device discarded at user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.